Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015, resulting medical intervention due to a perceived hyperglycemic event. Patient reported the cgm system reading was 22.2mmol/l, and finger stick bg reading was 5.3mmol/l. Patient stated she was alert and reported no problems or difficulties in driving herself to the hospital. After arriving at the hospital the patient was admitted at 8:30pm on (B)(6) 2015, where hospital staff administrated glucagon. The patient was released the following morning at 7:00am on (B)(6) 2015. Extent of injury resulted in a false high reading from the cgm device. Additionally, at the time of contact, the patient stated her condition is good. It was reported that the patient did not calibrate since seeing the inaccuracy. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined. It was reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl recalibrate your sensor using the second blood glucose value. Additionally, it should be noted that diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported that she had a continuous glucose monitoring (cgm) inaccuracy. The blood glucose (bg) meter read 5.3mmol/l, cgm was reading 22.2mmol/l. Patient believed that she was hyperglycemic and dosed based off of the cmg values. Pt stated she administered herself too much insulin and drove herself to the hospital. While at the hospital, her bg kept rising and wasn't coming down and was given treatment for her potassium levels. Pt stated she was administered glucagon and that she had experienced hypoglycemia. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).